Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #11 - wear and/or deformation of articulating surfaces. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2010 due to wear of the tibial bearing and osteolysis. The patient was revised to a total knee. No further information has been provided to date.